Event description:
During the surgical procedure, a laparoscopic appendectomy, the doctor was using the flex stapler and was able to fire a blue reload without incident. The stapler was loaded with the gray reload staples and the stapler was placed on patient tissue. The stapler would not fire and would not release the tissue. The doctor struggled for several minutes before the doctor got the stapler to release the tissue. There was some bleeding that began because of the attempts to release the tissue, but the doctor quickly got the bleeding under control. Another stapler was requested and also more gray reloads. The new stapler and reloads were obtained with about a ten minute delay in the case. The new stapler fired without incident and the case was finished without further incident.